Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system did not boot up. Upon troubleshooting, it is found flex vision pc has error. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. On 21oct2024, to resolve the problem, fse replaced the flex vision pc and reloaded the software. After replacement of the flex vision pc, the system is returned to good working condition. The codes were updated based on the investigation outcome.